Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable dialyzer was reported. The device was not returned; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a blood leak from a hemodialysis dialyzer. The patient was connected at the time of the event. There was no information regarding patient injury or medical intervention reported. No additional information is available.